Manufacturer narrative:
Device available for evaluation - yes - returned on the 01/15/2016. The pcb00 device was received to the manufacturing site in a plastic bag. Visual inspection, using a microscope at 10x magnification, showed the intraocular lens stuck in the cartridge loading zone. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. The complaint reported was confirmed in the returned sample. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. If explanted, give date: na (not applicable) as it was indicated the lens was partially delivered into the eye and not fully implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol), the lens got stuck in the cartridge. The surgeon then inserted another pcb00 iol with another diopter, which was not intended for the patient. No patient injury reported. Additional communication on (B)(6) 2015 verified that the defective iol had been in contact with the patient. The injector was located in the patient's eye when it was noticed that the iol did not go out of the injector; therefore, the surgeon used another iol. The visual acuity of the patient is unknown and no unplanned surgical retreatment procedures have been required.